Event description:
It was reported that the patient underwent a lumbar spinal surgery. Approximately 19 months post-op it was reported that one setscrew was broken. The implants were removed and replaced with a different system. No additional information is available at this time.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Visually confirmed both mas broken approximately ~3-4 threads from the base of the bone screw head. No material damage identified on bone screw thread around the fracture surface that could contribute to potential failure. Damage identified to both fracture surfaces. Dimensional inspection of the bone screw confirms conformance to relevant print specifications. Microscopic examination of fracture surface reveal multi-modal fracture, with a fairly flat fracture surface with progressive striations, consistent with cyclic fatigue; subsequently followed by increased material disruption and river lines, suggesting overload. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implant; unable to definitively determine specific root cause of the foregoing event from the available information.